Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon occurred due to dirt on connector pins of the scope, and the concerned device seems to have no abnormality. It was resolved after cleaning the connector pins, followed by turning off the device, connecting the scope, and turning on the device again. Reproducibility of the phenomenon is unknown because the concerned device has not been returned from the facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center was presenting a b30 scope communication error during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using the subject device, they just had to restart the unit. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer started that they were receiving a b30 scope communication error on their cv-190 when plugging in any 190 series scope. However, when plugging in 180 series scopes, there was no issue noted. The customer was not in front of the unit at the time of the call, so tac recommended that he clean the connector pins on the 190 series scope with isopropyl alcohol. Following that, tac recommended a few more trouble-shooting options, including restarting the unit and verifying the cable connections in the back. Customer stated that he would give these options a try and follow up. Tac reached back out to the customer and he confirmed that they have not received another error message on the unit, did not intend to return the device, and placed an order for the cv-190 cleaning kit. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.